Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported gripper actuation issue could not be determined. A cause of the speculated entrapment of device (clip caught on chordae) could not be determined. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue and entrapment of device. It was reported that a mitraclip procedure was performed for a functional mitral regurgitation (mr) with grade 3-4, with a restricted posterior leaflet and an anterior leaflet override. The mitraclip was advanced to the valve. When grasping and during controlled gripper actuation (cga), the posterior gripper was unable to lower independently. The clip was locked to release gripper line tension, however this did not resolve the issue. Additional troubleshooting was performed, the grippers were raised and lever unlatched, however, the posterior gripper would still not lower. During device retraction back into the left atrium (la), the clip was not raising with the device, and had become entangled. Troubleshooting was performed however the clip remained entangled and was deployed on the leaflets and presumably the chords. Another clip was implanted close to the first clip. In the end, the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay and no adverse patient sequela. No additional information was provided.